Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a lost sensor alert, and that prior to the alert the sensor's readings were inaccurate. The patient's sensor glucose at the time of incident was 40, and she treated that low with food; however, the fingerstick reading she received after she ate was 413 mg/dl, leading the customer to believe that there are large discrepancies between the sensor glucose and blood glucose levels. Then she received a lost sensor alert about a day after the high blood glucose episode. Troubleshooting was initiated for the lost sensor alert and the customer discovered that the sensor was pulled out. She removed the sensor from her body and found that the sensor electrode was kinked. The sensor will be returned for analysis and a replacement sensor and cannula was shipped to the customer.

Manufacturer narrative:
Evaluated one random opened/used sensor and performed continuity resistance test and sensor passed per specifications. We performed the sensor initialization test using a new lab transmitter; connected the sensor to the transmitter, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Also found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.